Event description:
Consumer called into customer care reporting, "...an incident on the night of (B)(6) 2015 where he was transported to the hospital..." According to the consumer, on (B)(6) he received a "hi" bg result and gave himself 24 units of insulin and then stated he went to sleep for 4 hours. He woke up and tested and again received a "hi" bg result and gave himself another 24 units of insulin. He stated he lay down once more and eventually tested again and received a "hi" bg result and doesn't remember much from that point forward other than he believes he gave himself 24 more units of insulin. At some point after this he was speaking to his father on the phone and his father noticed he was "out of it" and called the emt's. The emt's arrived and transported him to (B)(6) hospital in (B)(6). The consumer stated, "...his ts had been reading "hi" for weeks..." Consumer does not recall what treatment was administered by the emt's or what time these events occurred. Consumer stated he was released from the hospital at 2:30 am the following morning.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214287 expiration date: 10/2016. Control solution lot # none. Per label copy/package insert-unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.